Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced excessive tearing. The lens was explanted in a secondary procedure after 3 months of initial implantation. The clinical reason for the explant was uveitis-glaucoma-hyphema (ugh) syndrome. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the lens was exchanged because haptic would not stay in capsule and was causing iritis and increased iop. The patient issue was resolved and surgeons prognosis also good.